Manufacturer narrative:
Citation: garrido-olivares et al. Aortic valve replacement with hancock ii bioprothesis with and without replacement of the ascending aorta. Ann thorac surg. 2011 aug;92(2):541-7. Doi: 10.1016/j.athoracsur.2011.03.034. Epub 2011 jun 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes and valve durability after aortic valve replacement with a hancock ii bioprothesis with and without supracoronary replacement of the ascending aorta (raa). All data were collected from patients followed for a median of 12.2 years. The study population included 445 patients (predominantly male, mean age 66 years), all of which were implanted with medtronic hancock ii bioprosthetic valve. No serial numbers were provided. Among all patients, 16 deaths occurred. The causes of the death were not provided. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: myocardial infarction, sternal wound infection, sepsis, stroke, pulmonary complication, renal failure, atrial fibrillation, permanent pacemaker implantation and reoperation. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.